Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. This device was explanted eleven years after implant due to normal battery depletion. No further adverse patient effects were reported.